Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during total vaginal hysterectomy, bilateral salpingectomy, and tension-free vaginal tape placement procedures performed on (B)(6), 2014 for the treatment of menometrorrhagia and stress urinary incontinence. The patient tolerated the procedure well and was taken to the recovery room in a stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6), 2014 was chosen as a best estimate based on the date of the implant surgery. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(4).